Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and confirmed the vacuum not meeting manufacturer specifications within the fault logs indicating error code 62. To address the issue, the fse rebuilt the compressor assembly and performed full functional testing. Unrelated to the reported issue, the fse also replaced the safety disk due to upcoming expiration and cycled the unit overnight without incident. The iabp passed all functional and safety tests to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was in auto mode while on patient and then went in to standby mode on its own . The unit was swapped out for a working unit with no issues. No patient harm, serious injury or adverse event was reported.